Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting failed right total hip arthroplasty with trunnionosis and pseudotumor. Pathology negative for acute infection but noted alval changes. Large amounts of trunnionosis and metalloisis with galvanic corrosion on the trunnion within the head. Mild trunnionosis at the modular neck stem. Acetabulabular component in good condition. Radiographs states the cup is oversized and projects superolaterally beyond the native acetabulum. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. The product was returned and evaluated. A visual examination of the returned product identified dark debris and a circumferential groove pattern on the surface of the conical taper of the head and neck. The surface of the neck¿s elliptical taper exhibited damage. The stem showed bio debris embedded in the porous surface. The porous surface exhibited gouge damage. The proximal end was scratched, and the extraction hole was deformed and noted as possible explant damage. The taper slot showed bio debris and scratches from mating with the modular neck. No other damage was noted. The issue was confirmed based on the returned device and medical records. The additional information does not change the outcome of the previous investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505036 ¿ xlpe liner ¿ 61204681, 00620205222 ¿ trabecular metal cup 61175446, 00771300900 ¿ m/l taper stem ¿ 61121834, 00784801200 ¿ m/l taper neck ¿ 61086248. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-01965, 0001822565-2016-02657.

Event description:
It was reported that patient presented experiencing pain, elevated metal ion levels and positive MRI findings. A revision surgery was preformed approximately 7 years post implantation. During the surgery, alval, osteolysis, pseudotumor, bone erosion and corrosion were noted. A femorotomy and extended trochanteric osteotomy were performed and repaired with a 3 cable system. The head, liner, and stem components were removed and replaced.